Event description:
An adverse event in which a teleflex device was in use at the time was reported as follows: the heater was in use on patient for high flow nasal cannula treatment. The cannula was removed from patient and placed on bed next to patient.(continued) oxygen flow was not turned off. The patient coded and required defibrillation. Defibrillator sparked and ignited oxygen causing flame and cannula to move around bed igniting circuit, heater and water bottle. It was reported that the patient was deceased.

Manufacturer narrative:
Concomitant medical products: la. Circuit.qn#(B)(4). Photos were submitted by the customer. From visual inspection of the photos it was confirmed the defect reported by the customer "heater caught fire during defibrillation", however, it is necessary to receive the physical sample to perform a proper investigation to confirm any alleged defect or malfunction reported. Root cause cannot be determined. Corrective actions cannot be established. A device history record investigation for the serial number reported did not show issues related to this complaint. If the device becomes available this report will be updated with the evaluation results. Other remarks:

Manufacturer narrative:
Concomitant medical products: la. Circuit. Qn# (B)(4). Additional information was requested and received by teleflex. The biomed engineer at methodist-san antonio stated the teleflex device was ruled, by their investigation, as not being responsible for the fire and patient impact. The patient was on heated high flow cannula and required defibrillation during a code blue. They removed the nasal cannula, but did not turn off the oxygen that was then left venting into the room. During the defibrillation, sparks were emitted from the defibrillator and caused the heated high flow nasal cannula to start on fire. The fire then traveled back to the neptune which then caught fire. Additionally, the director pulmonary & respiratory confirmed the teleflex heater did not cause or contribute to the patient death. (Continued). Other remarks: the device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted as the serial number of the device was not provided. If the device is received at a later date this report will be updated with the evaluation results.

Event description:
An adverse event in which a teleflex device was in use at the time was reported as follows: the heater was in use on patient for high flow nasal cannula treatment. The cannula was removed from patient and placed on bed next to patient. (Continued) oxygen flow was not turned off. The patient coded and required defibrillation. Defibrillator sparked and ignited oxygen causing flame and cannula to move around bed igniting circuit, heater and water bottle. It was reported that the patient was deceased.